Event description:
Info received indicates the right foot siderail is bent, preventing the siderail from latching.

Manufacturer narrative:
The tech straightened the siderail bracket and replaced two screws in the lower siderail bracket to repair the bed.